Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Technical services (ts) assisted patient advocate in performing troubleshooting with communicator and referred to clinic for rcd. According to remote monitoring, there was an alert for battery depletion and the battery life estimate was inaccurate. The system impedance had risen up to 150 ohms. Technical services (ts) discussed troubleshooting including x-rays and defibrillation threshold (dft) test. Patient has been scheduled for a generator change. No adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service.

Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Technical services (ts) assisted patient advocate in performing troubleshooting with communicator and referred to clinic for rcd. According to remote monitoring, there was an alert for battery depletion and the battery life estimate was inaccurate. The system impedance had risen up to 150 ohms. Technical services (ts) discussed troubleshooting including x-rays and defibrillation threshold (dft) test. Patient has been scheduled for a generator change. No adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. According to additional information, this s-ICD was explanted at scheduled generator change out procedure. Another s-ICD was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Technical services (ts) assisted patient advocate in performing troubleshooting with communicator and referred to clinic for rcd. According to remote monitoring, there was an alert for battery depletion and the battery life estimate was inaccurate. The system impedance had risen up to 150 ohms. Technical services (ts) discussed troubleshooting including x-rays and defibrillation threshold (dft) test. Patient has been scheduled for a generator change. No adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. According to additional information, this s-ICD was explanted at scheduled generator change out procedure. Another s-ICD was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.